Manufacturer narrative:
Insulin pump had no button response, due to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked case on display window corners, cracked belt clip slot, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. Blood glucose value is 3.8 mmol/l. Nothing further reported.